Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported experiencing elevated blood glucose readings and bent headset insertion needles and bent headset cannulas. He stated his blood glucose elevated to approximately 300 mg/dl and the insertion needle would bend during insertion. He stated the needle was properly extended prior to insertion. He stated that on one occasion the headset may have leaked insulin during a larger bolus of 16-20 units. He was not able to verify when this occurred. He discovered the leak because of wet headset adhesive. He stated the cannula was bent upon removal on at least one occasion. He was not able to verify when this occurred or how many times. He stated he used an insertion device to insert the headsets. He has used the infusion sets since (B)(6) 2011. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for eval.